Event description:
It was reported via journal article: title: effectiveness of fibrin sealant application on the development of staple line complications after sleeve gastrectomy. Authors: lionel rebibo, md; abdennaceur dhahri, md; rachid chati, md; cyril cosse, phd; emmanuel huet, md; jean-marc regimbeau, md, phd. Citation: ann surg. 2018; 268: 762¿768 doi: 10.1097/sla.0000000000002892. The objectives of the study was to evaluate the effectiveness of the use of fibrin sealant (fs) for preventing the development of staple line complications (slcs) after sleeve gastrectomy (sg). This was a prospective, intention-to-treat, randomized, 2 center study of group of 586 patients undergoing primary sg between march 2014 and june 2017. Of which, 293 patients (mean age: 40.1 ± 10.7; 216 female and 77 male patients; bmi: 44.6 ± 5.5) were randomized under the fs group and 293 patients (mean age: 38.9 ± 10.3; 215 female and 78 male patients; bmi: 44.5 ± 5.5) were randomized under the control group). During the surgical procedure in all patients, a 34 fr bougie guided the stapling, and stapling was started 6 cm proximal to the pylorus using a endo gia ultra universal xl stapler 60 with tri-staple purple reloads or an echelon flex endopath 60-mm stapler with green reloads (ethicon). In all groups, reported complications included major complications (n-10); patient 77, a 52-year-old female patient with hematoma; patient 147, a 39-year-old female patient with gastric leakage; patient 167, a 24-year-old male patient with hematoma; patient 301, a 58-year-old female patient with hemorrhage; patient 302, a 34-year-old female patient with gastric leakage; patient 303, a 53-year-old female patient with hematoma; patient 392, a 31-year-old female patient with gastric leakage; patient 453, a 23-year-old female patient with gastric leakage; patient 546, a 51-year-old female patient with hemorrhage; patient 589, a 27-year-old male patient with gastric hemorrhage; post-operative bleeding (n-2); post-operative hematoma (n-3); gastric stenosis (n-2); bleeding on staple line (n-29); abdominal drainage (n-9). The results of the present randomized trial confirmed the low rate of postoperative complications after sg but failed to evidence a significant difference regarding postoperative slcs. These findings were probably influenced by the lower-than-expected incidence of postoperative complications.

Manufacturer narrative:
(B)(4). Date sent: 7/2/2025. D4: batch#: unk. B3: unknown; captured as awareness date. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. This report is being submitted as part of a retrospective review of published scientific articles captured under CAPA: 014204. This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot/batch number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the author/surgeon believe that the ethicon devices mentioned in this article caused/contributed to the reported events in the article? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.